Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 08-feb-2023. Investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received four photos and one used 22gx1in nexiva device. The four photos show a needle that has been used and a catheter that is decoupled. In addition, the photos display a v-clip that has scratch marks and is moved away from the tip shield wall. The returned unit confirmed the scratch marks on the device. The investigation was performed by pulling the needle in the tip shield using the grip. There was no resistance felt, and the needle retracted safely. Upon retraction, the v-clip went back to its original position. The v-clip was later forced out of the tip shield and no apparent damage was observed that could have led to failure of the safety shield. We were unable to confirm the reported issue. A device history review (DHR) cannot be performed as no lot number was provided by the complainant.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system ¿ single port 22 ga 1.00 in the safety mechanism failed. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about safety shield activation failure of nexiva. According to the customer's report, the needle was pulled away with the safety shield uncovering the needle tip.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system ¿ single port 22 ga 1.00 in the safety mechanism failed. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about safety shield activation failure of nexiva. According to the customers report, the needle was pulled away with the safety shield uncovering the needle tip.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.